Event description:
Customer alleged the lancet needle will not retract after firing in the softclix plus lancet device. Customer reported 2 accidental sticks with unretracted lancets. Customer self-treated with antibiotic cream and adhesive bandage. No medical treatment was sought. A request was made for the return of the suspect device and replacement product was sent.